Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support and experienced hematoma and bleeding around the axillary site. The patient had prolonged cardiac arrest and route to the hospital reportedly received continuous chest compressions by lucas device and was intubated. The patient underwent a right heart catheterization and was found to have severe triple-vessel disease with chronic total occlusion of the right coronary artery and subacute complete occlusion of the proximal left anterior descending artery. An intra-aortic balloon pump (iabp) was placed to provide additional support due to high pressor requirements. However, given the lack of improvement, it was decided to escalate to an impella. An impella 5.5 device was successfully implanted and the iabp was removed. The patient was transferred to the unit noted to be in stable condition. While on support, two days later, hematoma and bleeding were noted around the axillary site, around the jackson-pratt drain. Consequently, heparin was held, dressing changed, and fresh frozen plasma was administered, and the issued resolved. Support continued and 12 days later it was noted the patient was planned for a durable left ventricular assist device, and the impella 5.5 was explanted. The patient was noted to have survived the explant.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely anticoagulation management since bleeding was resolved by withholding the heparin.